Event description:
Additional information received indicated that the encephalopathy was not related to the ablation surgery.

Event description:
It was reported that following an ablation procedure, the patient experienced acute encephalopathy, confusion, poor attention/lethargy, difficulty with speech, diplopia, 6th left cranial nerve palsy and possible seizure activity. The patient was prescribed a 3% saline bolus and started on the 3% infusion which improved/resolved some of the adverse events. The patient later received physical and occupational therapy and was eventually transferred to a neuro-rehabilitation service where he continued to receive therapy for about 2 weeks. The patient also received day 1 of cycle 1 of pembrolizumab on (B)(6) 2017. The event resolution is unknown. If additional information is received, a follow up report will be submitted.